Event description:
Account reports they have had a total of 4 reports of leaking sets within the past week. States it appears to be due to the roller clamp. States some of the leaks have been during priming but some have resulted in chemo leaks. No pt. Or staff injury reported.